Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense channel that was oversensed and resulted in inappropriate shocks. An invasive procedure was performed and all setscrews were tightened. Subsequently, no further noise was noted. The pocket was closed and it was noted that this implantable cardioverter defibrillator (ICD) had recorded a less than 20 ohms shocking lead impedance measurement when a shock had been delivered a few days prior. This ICD was reprogrammed to monitor only and the patient was hospitalized pending a scheduled defibrillation threshold test (dft). Additional information was received that this ICD was explanted and this ventricular lead was surgically abandoned. No insulation damage was noted at the time of the procedure. This ICD will be returned for analysis.